Event description:
It was reported the knob of the instrument got caught in the trial cage and cannot be removed. There were no consequences to the patient or medical intervention/revision procedure required.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned in a disassembled condition. The proximal end was broken. The broken fragment was returned for evaluation, stuck inside the 03.812.004 t-pal spacer applicator knob. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. However, due to to observed condition of the device, it is not unreasonable to conclude the device presented difficulty to disassemble, resulting in the observed breakage. The allegation of unable to disassemble was confirmed. The overall complaint was confirmed as the observed condition of the t-pal large trial implant siz 7 non-deta would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history part:03.812.507 lot:7674685 manufacturing site: werk hagendorf supplier: na release to warehouse date: 27 jan 2012 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.